Event description:
Pt called in to report on a device she has been having problems with since (B)(6) 2025. She states smoking is coming from the device. Then she learned that it was a recall when calling the MFR who directed her to file a report with the FDA. She explained she has developed a nodule on her lung that she thinks is from using the soclean. She has stopped using as of recently. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).